Event description:
The company received information that suggested that the flange detached from outer cannula while in patient use for less than two weeks. The patient was re-intubated and there was no report of patient harm nor injury. The customer states they are not returning the product sample for investigation, however, they will provide a photo of the sample.